Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2,h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image, moisture inside the ccd lens and leak, due puncture on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the end where it locks it's like it's not locking it's like the lock is almost broken causing the picture to go in and out is due to blurry image due to moisture inside the ccd lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's end, where it locks, was not locking in, causing the picture to go in and out. The event occurred after a cystoscopy and was completed with the same device. There were no reports of patient harm.